Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to move her right leg except for some toe movement after implant. As result, the entire system was explanted that same day. No additional info has been made available at this time.